Event description:
It was reported that the patient continued to experience hypoglycemic events after announcing carbohydrates while using the ilet bionic pancreas, with no associated alerts or alarms reported. Symptoms included low blood glucose. Outcomes included no reported injury, no medical intervention beyond user self-management, and no impact on daily activities.

Manufacturer narrative:
Investigation included a review of available use information and user education or troubleshooting. Investigation of this case revealed insufficient information to determine a device malfunction or user error. It was concluded that the cause of the hypoglycemia remained unclear with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.